Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: not available - discarded, product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H3, h4, h6:device history lot: part number:fgs-1000; synthes lot number: 20e025; supplier lot number: n/a; release to warehouse date: 06jan2021; expiration date: n/a; supplier: (B)(4). No ncrs were generated during production. Device history batch null, device history review review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant device is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6), 2021, patient underwent an unknown surgical procedure for unknown reason. Suture connecting link and screw aspect of fibulink broke in patient tightrope from arthrex used. The procedure was completed successfully without surgical delay. There was no patient consequence. This complaint involves one (1) device. This report is for one (1) fibulinkâ® syndesmosis repair kit/ss. This report is 1 of 1 for (B)(4).